Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the display screen of the cadd-legacy® pump had two black spots. According to the reporter, the spots appeared to be burn marks. It was reported that the device would be exchanged. The device was delivering levodopa/carbidopa. No patient injury was reported.

Manufacturer narrative:
One cadd® cadd-legacy® pump was returned for investigation. Visual inspection of the returned device found that the liquid crystal display (lcd) had "black marks" underneath the glass. Examination found that the observed back marks were a result of the lcd display leaking internally and were not burn marks as initially reported. Additionally, the lcd display showed signs of impact. Investigation was unable to definitively determine the root cause of the device display damage; however, the device did show signs of impact. The device lcd display and broken front housing were replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.